Event description:
The us complainant had a pump support ongoing when there was a self resolving controller yellow alarms. The pump remained on despite this and the console too. This occurred on day 10 of the 5.5 support, the day of explant. No patient harm reported due to the issue.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed.

Manufacturer narrative:
The investigation into the reported issue has been completed. Console logs from the reported day of event are consistent with complaint and show an controller error alarm triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented with negative values due to the error. The console was sent back to field service for further investigation. The reported failure mode was not reproduced during testing. The controller error was due to an optical bench communication protocol anomaly, resulting in misalignment of data communication packets. The aic operated as designed. The optical bench was evaluated for 5s parameters and the analog signals were checked for distortion; no issues were found. Additionally, it was observed that the purge disc flag was broken. The purge pressure sensor accuracy was checked and found to be within the specification as per the pm procedure (B)(4). The root cause of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data)" was due to a firmware issue.